Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One nanotite tm tapered certain® prevail® implant 6/5 x 15mm (B)(6) was returned for investigation. However, one unknown placement driver was reported but not returned. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing was performed using applicable in-house driver tip. The devices were able to engage, retain and disengage as normal (file: functional test). Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Pictures were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2014120384). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. However, DHR review could not be performed for the unknown driver as the lot number was unknown. Complaint history review was performed for the reported lot number (2014120384) for similar events and no other complaint was identified. However, complaint history could not be reviewed for the unknown driver. Based on the available information and functional testing, implant malfunction did not occur. However, driver malfunction and the reported event could not be verified since the driver was not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative .

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant dropped from the driver and the procedure was completed with another implant. Does not know which driver was used. Tooth location not reported.